Event description:
While instrument was being tested, the generator showed "tighten instrument." The scrub tech tightened the instrument and the generator showed "error." The faulty instrument was replaced by another.